Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited low impedance and high capture threshold. The lead was capped and replaced on (B)(6) 2018 and the patient was stable throughout the procedure.